Event description:
It was reported that during the procedure the patient had an asystole event. A 5 x 30 sterling balloon was used for left transcarotid artery revascularization (tcar) procedure. The patient had a calcified lesion. During balloon dilatation, the patient had an asystolic event as a result of baroreceptor stimulation. The patient was administrated with atropine and the blood pressure was back to appropriate range within 1 minute. The procedure was completed, and there were no further patient complications as a result of the sterling balloon.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.